Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 31-aug-2016, the fse observed the reported error, in addition to error 3004, temperature timed out. The fse replaced the wash heater assembly and readjusted temperature to 39.0 celsius. Daily background was performed and the customer resumed operations. On 1-sep-2016, the customer reported that error 3003 returned. A fse was dispatched. On 6-sep-2016, the fse replaced the driver board, the wash heater assembly, and readjusted the wash temperature to 38.9 celsius. Samples were run and no further action was required from the fse. The most probable cause of the reported event was a defective driver board.

Event description:
On (B)(6) 2016, the customer reported error 3003, waiting for temperature, on their aia-360 analyzer. The customer repowered three times with no results. It was also reported that there was no air blowing directly on the analyzer. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting for myo patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.